Event description:
Additional information was received and indicated that this device did not caused the out-of-range shock lead impedance and loc. The product analysis result of the lead of this device confirmed the lead fracture and likely caused the clinical observations. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range shocking lead impedance measurement and loss of capture (loc). The physician performed a lead revision and removed the lead. All necessary testing were done with the pacing system analyzer (psa) and had good measurements. However, when the new lv lead was connected to the device, the impedance was greater than 2000 ohms. Connections were checked but the impedance continued to be high and out-of-range. The physician requested a new device and all measurements went to normal. Additional information was received and indicated that the physician suspected lead fracture. The lead and header connections were checked but no anything unusual was noted. The old device and old lv lead were explanted. New lead and new device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.